Event description:
It is reported that the MRI results indicate osteolysis surrounding the proximal femoral stem extending circumferentially measuring 2.5 cm in the greatest dimension. The pt will be scheduled for revision.

Manufacturer narrative:
Eval summary: primary operative notes stated that the pt had excessive osteophytes about the periphery of the acetabulum to total joint arthroplasty. Pt factors that may affect the performance of the components such as bone quality, height/weight, activity level, type of activity (low impact vs high impact), and adherence to rehab protocol are unk. Wear debris in the human body may lead to the formation of osteolysis, and there are many factors that contribute to this condition. It is unlikely that any deficiency of the implanted device itself directly contributed to this particular incident. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.